Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room unresponsive due to loss of capture. The patient's lead had high thresholds and a possible fracture on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.